Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that a patient saw end of service (eos) screen this morning, noting that the ins had just been replaced in (B)(6) of this year (2017). Device is off/disabled and no longer providing therapy. The patient alleged dissatisfaction with the ins longevity. Patient services (ps) reviewed this is unexpected when compared to his previous ins longevity. Ps reviewed factors that can affect ins depletion rate. The rep reported all parameters have been the same, and his old devices lasted about 1.5 -2 years. The rep meet with patient, she ran impedances and found a short on 11 and 12 which the patient was programmed on. The rep stated that they are going to replace the battery at some point. The rep is planning to program around the short after the battery replacement because the patient has a paddle and is not a good candidate for lead revision. No further complications have been reported. No patient additional symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the battery was replaced. There was a short in the led upon impedance and the representative was able to program around the short. No further complications were reported as a result of this event.